Manufacturer narrative:
The manufacturer previously reported information alleging visualization of particles in the air path. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The previously submitted report (MDR 2518422-2024-102685) is a duplicate of MDR 2518422-2024-102668. Please refer to MDR 2518422-2024-102668 for all reporting purposes.

Event description:
The manufacturer received information alleging visualization of particles in the air path. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.